Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult or delayed positioning associated with leaflet grasping and capture cannot be determined. Unspecified tissue injury appears to be related to procedural conditions associated with difficulty grasping and capturing. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that there were difficulties both grasping and capturing the leaflets. One clip was implanted in the patient. However, a leaflet perforation occurred and the patient was converted to surgery. Mr was unchanged at the time of conversion.